Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's screen froze and then it generated an error code. The battery was removed in order to reset the programmer and the programmer was then plugged in and rebooted. The device check was then completed without difficulty. The battery was replaced and the programmer will remain in use for the time being. The replaced battery was to be returned for analysis and disposal. There was no patient involvement.